Event description:
It was reported that the patient presented for a cardiac resynchronization therapy (crt) device changeout procedure. During the procedure, upon reopening the device pocket, it was noted that the left ventricular (lv) lead exhibited high pacing impedance and loss of capture at maximum output. The lv lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.